Event description:
The patient suffered a gi bleed approximately 2 months post index procedure . It was not assessed if the event was related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (hemorrhage).

Event description:
An endeavor sprint drug eluting stent was implanted in the rca during the index procedure. Approximately (B)(6) months post the index procedure, the patient had a rectal bleed. The patient was treated with medication and recovered with treatment. The investigator has indicated that the event was not related to the study device. It is reported that the patient expired approximately (B)(6) months post index procedure. The cause of death is listed as cancer and renal failure. It is reported the death with not associated with mi or stent thrombosis.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage).